Event description:
A patient reported experiencing inaccurate readings with a fasttake meter. In 2001, patient reportedly obtained blood glucose readings of 300mg/dl, 344mg/dl, 222mg/dl, and 248mg/dl on ft meter. Patient felt nervous because of the readings and went to emergency room where patient's blood glucose was 189mg/dl on hospital meter of unknown brand. Patient did not experience any adverse event symptoms at any time. No medical intervention was required or indicated at any time.